Event description:
It was reported that the pt had been reimplanted on (B)(6) 2011 with this vibrant soundbridge, but after surgery, the pt did not have the same benefit as she had with her previous implant. The pt was explanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.